Manufacturer narrative:
Device passed self test and displacement test. Pump error 4 and pump error 53 were found in the pump history files due to a software error. Pump error 63 alarm confirmed in the device history files due to broken pin 1 trace keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error. No harm requiring medical intervention was reported. The device will be returned for analysis.